Manufacturer narrative:
Further information has been supported to better understand the patient condition and to support investigation. The device was used off-label, the synthetic bone substitute is contraindicated where the device is intended as structural support in the skeletal system, as well as the target population being adults. It is currently unknown if any further actions were taken regarding patient treatment, how many patients have been affected, the level of union with regards to the implantation time/absorption and what is meant by the "mushy" presentation of the device. This event is being reported despite a lack of evident patient harm/risk due to being used off-label and potential lack of performance in this indication.

Event description:
Limited information is currently available regarding this incident which occurred in (B)(6). The device was used in the first of a 2-stage procedure in children for the treatment of scoliosis, in which the bone substitute is mixed with cancellous chips and implanted alongside "growing rods". The second revision surgery occurs 12-18 months following the initial surgery as far as we have been made aware. It was stated that "upon opening for the 2nd revision procedure, the surgeon experienced on several occasions the presence of "mushy" bone substitute and not enough union". Patient impact remains unknown.